Event description:
New information received notes that the lead was oversensing noise. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Patient status was unknown.